Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels were as low as 32mg/dl, and as high as 300mg/dl. The customer states they noticed the set was bent. The customer states they changed set and are still experiencing highs. The customer states they had noticed blood at the sensor. The customer was advised of concerns. The customer states they would call back at a later time in order to troubleshoot.